Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called the on-call ventricular assist device (vad) coordinator reporting that they experienced "low voltage hazard" alarms on their system controller. This alarm was active regardless of power source (14 volt batteries and mobile power unit). The patient reported that the alarm resolved when they were holding the modular cable connection and when applied pressure to the modular cable connection. It was recommended that the patient be taken to a nearby emergency department (ed) for further assessment. It was reported that the patient did not show up to the ed. The vad coordinator reported that they called the patient on (B)(6) 2026 and the patient stated that the alarms went away once they cleaned their battery clips, despite the patient being on the mobile power unit (mpu). Log files were submitted on (B)(6) 2026. Review found several low power advisory events and no external power events when they were connected to battery power on 16jun2026 and 17jun2026. These events were associated with reductions in voltage and relative state of charge (rsoc) signal values. These events appeared to be associated with a poor connection between the battery contacts and the battery clip contacts. The log file also recorded several silence alarm buttons pressed events at times when there are no active alarm flags. These occurred when the patient was connected to the mpu at night. It was suggested that these are accidental button pressed events which occurred when the patient was sleeping. There were 16 alarm silence button pressed events recorded 16jun2026 at 22:02:01- 22:15:58. There were no other events for the rest of the night. The patient also reported that the alarms happened solely on the white power cord of their system controller. The white power cord was noted to appear extremely dirty and damaged with evidence of contact degradation. It was additionally reported that, the patient had power cable disconnect and no external power alarms despite being on battery/battery clip and mobile power unit (mpu). Hence, the patient was placed on hospital owned power module that undergoes annual preventative maintenance, and they still had power cable disconnect and no external power alarms while on the power module. Then the event was resolved after the system controller was exchanged.